Manufacturer narrative:
A batch review was performed for lot 230908al4 and it was concluded there were no events associated with manufacturing of the batch that could have affected product safety as the batch met all specifications at the time of distribution. The root cause of the reported sealing membrane implanted permanently without delamination of device was due to use error by the hcp. The hcp reported that they had initially confused the mtx device, which does not have a sealing membrane, with the btm device, leading to the hcp implanting the btm and closing the wound with btm inside. The progression of the btm integration, whether the sealing membrane was removed/delaminated, the patient outcome and any health impact, and if any action was taken with the device were unable to be determined as insufficient information was provided after due diligence attempts. If additional information becomes available, the investigation will be re-evaluated. The risks of product selection error and the ¿sealing membrane implanted permanently without delamination of device¿ are confirmed to be documented in the risk management file and adequate. Based on the reported event and lack of information pertaining to the patient¿ status, polynovo is reporting this event in abundance of caution. MFR ref # (B)(4).

Event description:
It was reported that btm was inadvertently implanted, and subsequently closed within the wound. The report noted that the surgeon confused the mtx with the btm which led to the reported event. Reasonable attempts were made to obtain pertaining additional information, but no additional information was provided.

Event description:
Btm including sealing membrane was implanted and closed within the wound due to user error. The surgeon is planning to remove the sealing membrane.